Event description:
There was a cut in the delta chamber. The cut opened up and the doctor noticed leakage when implanted, due to contour of the patient's cranium. The valve did not leak when tested on a flat surface.